Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We ,therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose level was high for the last five days. He treated his blood glucose level with manual injections. Customer's blood glucose level was 400 mg/dl. As a result, he was disconnected from the insulin pump for two days. He had a stomach pain and his mouth was dry. The self-test passed. The device was not returned.